Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that following the procedure, while inpatient, the patient developed atrial tachycardia. The electrocardiogram (ECG) showed the tachycardia and atrial flutter. An antiarrhythmic and a beta blocker were administered; heart rate improved to 90/100. The following day, the patient underwent three rounds of direct current cardioversion (dccv) but did not revert to sinus rhythm. A loading dose of a glycoside was administered and the patient reverted to sinus rhythm overnight. The patient was discharged home the following day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a cardiac ablation procedure, the patient reported feeling unwell and was found to have persistent hypotension with systolic blood pressure below 90 mmhg, including a documented blood pressure of 83/50. The event led to two nights of overnight hospitalization for monitoring of blood pressure. Treatment included a one-time intravenous dose of electrolyte replenisher 0.9% with ongoing intravenous fluids. The hypotension resolved and the patient was discharged, with the outcome reported as recovered/resolved. No further patient complications have been reported as a result of this event.